Event description:
It was reported that during the implant procedure; after the atrial lead was placed, the patient experienced atrial fibrillation and the lead dislodged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.